Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the front end of the wheelchair is damaged. He stated that the caster is pressed against the drive wheel.